Event description:
It was reported that approximately 18 months after the implantation, during a follow up, low battery status was indicated. Reset was done with success but a new interrogation approach showed the same behavior. Physician decided to replace the device on the same day. No adverse patient side effects were reported. The device is under analysis at the moment.

Manufacturer narrative:
Upon receipt, the device was interrogated, confirming the clinical observation. A warning message regarding the battery condition popped up on the programmer screen. The memory content of the device was inspected. The inspection revealed that the clinical observation resulted from the detection of an invalid memory content in the live holter during an automatic signature check. In general, the pacemaker is equipped with the ability to detect and repair invalid memory content. In the case that there was invalid memory content found in the live holter, the pacemaker will by design inform the user to avoid an incorrect automatic longevity calculation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from an invalid memory content in the live holter. The invalid memory content was automatically detected by the device leading to the warning message regarding the battery condition. The ability of the device to deliver therapies was not affected. The pacemaker was fully functional while implanted and in service. Based on the available data the root cause for the invalid memory content could not be determined. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.